Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified while based on the analysis, the alleged low bg issue could not be verified.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl range, cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.